Manufacturer narrative:
System data logs were provided. Based on the evaluation of the data, the handpiece and system performed as expected. System has software safeguards (such as a power on self-test) that will trigger error/event codes should system be outside of acceptable limits. Requested treatment tip was not available for return and thus could not be evaluated.a review of the device history logs is in progress. Based on available information, no causal factors can be determined and no conclusion can be drawn.

Event description:
Additional photos were provided by the consumer. Review of the photos showed one-month post-procedure a grossly hyperpigmented lesion over the right temple is visible. It was noted that a thrombosed temple vein with furrowing along the veins was seen.

Manufacturer narrative:
According to thermage flx system user manual the procedure produces heating in the upper layers of the skin and may cause burns and subsequent blister and scab formation. There is a small chance of scar formation. Application of topical steroidal or antibiotic preparations may be of benefit. In the rare instance of a burn that results in a scar, the scar will probably be very small and respond readily to removal with a laser device. A review of the manufacturing records showed all manufacturing requirements were met. Datalogs confirmed the system and handpiece performed as expected. The tip was not returned for evaluation, but the customer reported the treatment tip was in good condition. Based on the available information, burn, blistering, and scabbing are known possible adverse patient reactions to thermage flx treatment.

Manufacturer narrative:
A review of the device history logs is in progress. Based on available information, no causal factors can be determined and no conclusion can be drawn.

Event description:
It was reported that a patient received a laser treatment on her full face, including temple area with no signs of discomfort. Immediately after the treatment there was localized swelling at the right temple, no blisters. The doctor advised the patient to use antibiotic cream. Three days post treatment they presented with superficial partial thickness burn and an ulcerated wound with erythematous borders on the right temple area. By the fourth day, there was a scab formation. There were no system errors during the treatment, the highest level of energy used was between 2.5 to 3. It was confirmed 1 bottle of cryogen was used for 1 face treatment instead of the typical 1.5 face treatments.